Event description:
Physician scheduled surgery for the removal of spinal stimulator apparently due to defect which caused infection. Dr instructed or nurse to have the stimulator sterilized after explantation and sent to dr who had it implanted.